Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A call placed to technical services on 9/29/2017 stating that there was far field oversensing on the ra channel leading to inappropriate atrial tachycardia response. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).